Manufacturer narrative:
The bench tech evaluated the device and determined the therapy pca(printed circuit assembly) board requires replacement. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pc, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported that the device experienced a shock function malfunction. There was reportedly no patient involvement.